Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for at least 6 month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fungal skin infection ("fungal rashes"), rash ("rash"), skin injury ("chunk of skin cut"), headache ("headaches"), arthralgia ("joint hurt"), pain of skin ("skin hurts"), coital bleeding ("had sex and I bled and iwas uncomfortable") and fibromyalgia ("fibromyalgia") and was found to have thyroid hormones decreased ("my family doctor said my thyroid was low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, thyroid hormones decreased, fungal skin infection, rash, skin injury, headache, arthralgia, pain of skin, coital bleeding and fibromyalgia outcome was unknown. The reporter considered arthralgia, coital bleeding, fibromyalgia, fungal skin infection, genital haemorrhage, headache, pain of skin, rash, skin injury and thyroid hormones decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event fibromyalgia was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for at least 6 month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fungal skin infection ("fungal rashes"), rash ("rash"), skin injury ("chunk of skin cut"), headache ("headaches"), arthralgia ("joint hurt"), pain of skin ("skin hurts"), coital bleeding ("had sex and I bled and I was uncomfortable"), fibromyalgia ("fibromyalgia") and lupus-like syndrome ("I had lupus when I got it done. I was in a continuous flare for 5 years.") And was found to have thyroid hormones decreased ("my family doctor said my thyroid was low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, thyroid hormones decreased, fungal skin infection, rash, skin injury, headache, arthralgia, pain of skin, coital bleeding, fibromyalgia and lupus-like syndrome outcome was unknown. The reporter considered arthralgia, coital bleeding, fibromyalgia, fungal skin infection, genital haemorrhage, headache, lupus-like syndrome, pain of skin, rash, skin injury and thyroid hormones decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received:-new event "I had lupus when I got it done. I was in a continuous flare for 5 years." Was added . Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for at least 6 month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fungal skin infection ("fungal rashes"), rash ("rash"), skin injury ("chunk of skin cut"), headache ("headaches"), arthralgia ("joint hurt"), pain of skin ("skin hurts") and coital bleeding ("had sex and I bled and iwas uncomfortable") and was found to have thyroid hormones decreased ("my family doctor said my thyroid was low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, thyroid hormones decreased, fungal skin infection, rash, skin injury, headache, arthralgia, pain of skin and coital bleeding outcome was unknown. The reporter considered arthralgia, coital bleeding, fungal skin infection, genital haemorrhage, headache, pain of skin, rash, skin injury and thyroid hormones decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event genital haemorrhage make sertious incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.